Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels. During customer's last cartridge change she mixed 50 units of humalog and novolog to fill her cartridge. Customer changed out cartridge and tubing and filled with humalog.